Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The clamping mechanism was deformed. The jaws were open. The reload had damage to the cutting edge of the knife blade. The distal suture on the anvil and cartridge side were still anchored. The reinforcement material was torn. It was reported that during a lung volume reduction surgery, the device indicated a tissue thickness level of 2 and the stapler abruptly stopped halfway through the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled, when applied over tissue that is beyond the recommended thickness range, or when applied with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#: unknown), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#: unknown), sigphandle, sig power sigphandle handle (serial#: unknown), unk-sigadapt, unknown signia egia adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lung volume reduction surgery, the device indicated a tissue thickness level of 2, suggesting moderately thick tissue. The stapler abruptly stopped halfway through the firing sequence. The surgeon required three different staplers to fully transect the tissue, which extended the surgical time by over 10 minutes. No patient complications have been reported as a result of this event.